Event description:
It was reported that there was a lead revision planned for (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A manufacturer's representative reported that a consumer experienced a lead migration. The leads migrated to the top of t6 and the consumer was receiving abdominal stimulation. It was unknown what caused the migration. Fluoride shots were taken in the operating room during the revision to confirm the lead migration. The leads anchors were removed, the leads were retracted down to t7-t8 and re-anchored. The consumer received appropriate coverage to all pain areas during the procedure and the issue was resolved at the time of follow up. The patient was receiving effective therapy. The indication for use was spinal pain. Should additional information be received, a follow-up report will be sent.